Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no image. The issue occurred during maintenance. There were no reports of patient involvement.